Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to counts to the sensing integrity counter (sic) and variable impedance trends. Additionally, the lead had high thresholds, high/undefined pacing impedance and there was oversensing and noise on the rv channel which resulted in an inappropriate shock to the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.